Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: trial lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s right lead was not working for the patient and they reached 7.1 and it gave an error message that it was unable to provide desired settings. The patient changed to the left lead and was now at 2.2 and felt comfortable. The patient had gone to void 30 times since yesterday. Additional information was received one day later. The patient had a headache then decreased stimulation, which alleviated the headache. The patient was disappointed and it was noted it was worse than expected. Additional information was received on 2017-may-28. When the patient increased stimulation, they experienced a headache and was nauseous. Additional information was received eight days later. During the basic evaluation on the first day, the patient got home and the right lead had become disconnected; it was confirmed once the patient had the leads removed that the right lead was disconnected throughout the trial. The patient was unhappy since they were on the left side and was told by the doctor that the right side was the better side. The patient felt they did not get the best trial possible and their basic evaluation was inconclusive, and they would speak with their doctor about possible next steps or if the patient¿s basic evaluation was/was not inconclusive. No further complications were reported/anticipated.